Manufacturer narrative:
Investigation summary: bd had not received samples, but a photos were provided. The photos were reviewed and the indicated failure mode for erroneous results with the incident lot was not observed. The photos showed the complaint form, the top of a shelf pack of citrate tubes and the side of the shelf pack showing the batch number. To further investigate, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. Retention samples from the incident lot were visually inspected for the presence of citrate, and all tubes were found to be satisfactory. Following visual inspection, samples were tested for the amount of the citrate additive and all samples were within specification requirements. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the retention samples. Replicates of both retain and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. This complaint is not confirmed with respect to erroneous results; all retention samples were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 4 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes reported erroneous results. The following information was provided by the initial reporter: "we have observed inconsistencies in the results of tests processed in citrate tubes acquired. We have already carried out some comparative tests with tubes of other brands and we confirm the nonconformities."

Manufacturer narrative:
Initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes reported erroneous results. The following information was provided by the initial reporter: "we have observed inconsistencies in the results of tests processed in citrate tubes acquired. We have already carried out some comparative tests with tubes of other brands and we confirm the nonconformities."